Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead was difficult to place due to the patients anatomy. The lead subsequently dislodged when the patient coughed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.